Event description:
It was additionally stated on (B)(6) 2024 that a CT scan was performed on (B)(6) 2024 with no signs of extrinsic outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient with low flow events recorded. The patient was admitted and stated that they had low flow alarms (lfas) on (B)(6) 2024. When the site looked at their system controller alarm history, it appeared the last lfa was on (B)(6) 2024. Technical services stated that the event log file submitted contained data from (B)(6) 2024 - (B)(6) 2024. It was suggested to verify that the controller system clock was accurate. The event log file captured lfa events on (B)(6) 2024 and (B)(6) 2024. The patient continued to experience intermittent lfas and was transferred to the hospital from a rehab center for evaluation. The team had ordered a computed tomography (CT) scan to evaluate the outflow graft. A lfa software change was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be determined though this evaluation. The submitted controller event log file contained events from (B)(6) 2024. Transient low flow alarms were captured on (B)(6) 2024. Of note, pulsatility index (pi) appeared elevated during the low flow events. The alarms resolved by the end of the file, and flow appeared to return to the patient¿s baseline. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D1 ¿ brand name: corrected. D4 ¿ UDI: corrected. D4 ¿ catalog number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that a reason for the controller clock not synced was identified and that the controller clock was synced to the correct time. No computed tomography scan was performed.